Manufacturer narrative:
D9 - date returned to mfg: was updated from blank to 16dec2024. Investigation conclusion: retained and returned devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention or returned product. Complaints are tracked and trended on a monthly basis. Per the package insert: - very low levels of hcg (less than 50miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. - a number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. - as with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. -this test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
The distributor reported that a customer received 3 false positive results while using the consult hcg urine cassette tests on 3 different patients. The distributor reported the customer knew the results were false due to the patients that were tested were not capable of being pregnant. The first patient presented on (B)(6) 2024 and was tested prior to undergoing an unspecified procedure. The patient provided a fresh urine sample, which was tested on the consult cassette. The result was read at 3 minutes and a positive hcg result was obtained. Blood confirmatory testing was performed on (B)(6) 2024 which yielded a negative result. As a result of the false positive result, the procedure was rescheduled. No adverse event reported. See MDR 2027969-2024-00209 and 2027969-2024-00210 for patients 2 and 3.

Event description:
The distributor reported that a customer received 3 false positive results while using the consult hcg urine cassette tests on 3 different patients. The distributor reported the customer knew the results were false due to the patients that were tested were not capable of being pregnant. The first patient presented on (B)(6) 2024 and was tested prior to undergoing an unspecified procedure. The patient provided a fresh urine sample, which was tested on the consult cassette. The result was read at 3 minutes and a positive hcg result was obtained. Blood confirmatory testing was performed on (B)(6)2024 which yielded a negative result. As a result of the false positive result, the procedure was rescheduled. No adverse event reported. See MDR 2027969-2024-00209 and 2027969-2024-00210 for patients 2 and 3.

Manufacturer narrative:
Preliminary investigation findings: retained devices from the reported lot number were tested with hcg-negative clinical urine samples. The results were read at 3 minutes and all devices yielded valid negative results. No false positive results were observed during in-house testing. The case details were reviewed along with the complaint history for the reported issue and no indications of a systemic issue were identified. Manufacturing batch record review did not uncover any relevant non-conformances and found that the lot met quality control specifications. Review of the risk management report for this product found that the reported issue is within the risk profile for this device; no new hazard has been identified. A root cause could not be determined from the available information as the reported issue was not replicated during testing of retention product. Complaints are tracked and trended on a monthly basis. Per the package insert: very low levels of hcg (less than 50miu/ml) are present in urine specimen shortly after implantation. However, because a significant number of first trimester pregnancies terminate for natural reasons, a test result that is weakly positive should be confirmed by retesting with a first morning urine specimen collected 48 hours later. A number of conditions other than pregnancy, including trophoblastic disease and certain non-trophoblastic neoplasms including testicular tumors, prostate cancer, breast cancer, and lung cancer, cause elevated levels of hcg. Therefore, the presence of hcg in urine specimen should not be used to diagnose pregnancy unless these conditions have been ruled out. As with any assay employing mouse antibodies, the possibility exists for interference by human anti-mouse (hama) in the specimen. Specimens from patients who have received preparations of monoclonal antibodies for diagnosis or therapy may contain hama. Such specimens may cause false positive or false negative results. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.